Event description:
The facility's central supply department returned a pump for service. Failure code 810:02 was found upon review of the event history. It is not known if this failure code occurred during clinical use. Writer has attempted to contact account to obtain information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, and alternate contact information, but no contact with account has been made to date.